Event description:
The manufacturer received information alleging a ventilator fails to charge its batteries. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation, and the customer¿s complaint was confirmed. The device¿s ac connector was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.